Manufacturer narrative:
Tandem¿s t:slim user guide states: ¿you must also have adequate vision and/or hearing in order to recognize your system alerts.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a hearing problem and cannot hear the frequency/pitch of the pump regardless of the volume setting. Reportedly, the customer's spouse confirmed that the pump did beep and that the customer could not hear the beep. The customer stated that the blood glucose (bg) level was elevated at 350 mg/dl due to not hearing the beeps. The bg level was addressed with a bolus via the pump.